Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as coding was updated from product investigation. Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.